Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on june 13, 2019.

Manufacturer narrative:
This report is submitted on march 21, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent poor connection to the internal device. Reprogramming attempts were unsuccessful in alleviating the issue.

Manufacturer narrative:
This report is filed on july 09, 2019.